Event description:
Problem in screwing the pacing lead into housing. The screwing system comes out of the other side of the screwdriver and it's impossible to insert the atrial lead pin. The housing was removed and replaced at the end of the operation.

Manufacturer narrative:
The conclusions are as follows: a production record review led to the following information: - the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported observation. - the visual inspection revealed that the wire of the feedthrough was found bent. - the retention force test of the atrial insert block has been performed and was found non-conform. An analysis at the supplier¿s level is currently ongoing. For more details, please refer the attached analysis report.

Manufacturer narrative:
The conclusions are as follows: a production record review led to the following information: - the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported observation. - the most likely hypothesis is that the retention force of the atrial connection block could have initially been within specification (= 17 n) but probably with an excessive thrust force (> 20n) the connection block has dislodged during the lead connection. - the device¿s expertise is ongoing. A new report with the conclusions will be provided once the investigation is completed. For more details, please refer the attached analysis report.

Event description:
Problem in screwing the pacing lead into housing. The screwing system comes out of the other side of the screwdriver and it's impossible to insert the atrial lead pin. The housing was removed and replaced at the end of the operation.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Problem in screwing the pacing lead into housing. The screwing system comes out of the other side of the screwdriver and it's impossible to insert the od lead pin. The housing was removed and replaced at the end of the operation. This problem reappeared with the second case (different batch), but the doctor was still able to retract the screwing system, and the pin was retracted into the case.